Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.

Event description:
It was reported the patient was completely pacemaker dependent. The atrial lead did not sense or capture and the rv lead was fractured. The patient had svc stenosis. The leads and the device were replaced. It was later reported by the nurse that she had been made aware the patient had died and was questioning "whether it was from the sf-lead replacement." The cause of death has been requested and not received. Follow up with health care professional revealed the patient had been "asystolic" and the wife had reported to them that patient died from a heart attack. Later reported patient had witnessed arrest by family with no bystander CPR performed. Ems reported patient in vt and never regained pulses. ER record reports initial rhythm was pea. Defibrillation not performed by them, an external pacer was employed with no response. Patient remained in arrest and eventually was pronounced.

Event description:
It was reported the patient was completely pacemaker dependent. The atrial lead did not sense or capture and the rv lead was fractured. The patient had svc stenosis. The leads and the device were replaced. It was later reported by the nurse that she had been made aware the patient had died 19 days later and she was questioning "whether it was from the sf-lead replacement." The cause of death has been requested and not received.

Event description:
It was reported the patient was completely pacemaker dependent. The atrial lead did not sense or capture and the rv lead was fractured. The patient had svc stenosis. The leads and the device were replaced. It was later reported by the nurse that she had been made aware the patient had died and was questioning "whether it was from the sf-lead replacement." The cause of death has been requested and not received. Follow up with health care professional revealed the patient had been "asystolic" and the wife had reported to them that patient died from a heart attack.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction to the date of death.